Event description:
The customer reported a connection error involving an olympus colonovideoscope. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.